Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with capture management. Analysis of the device memory indicated pacing capture management showed no capture in the right ventricular chamber. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) capture management showed ventricular capture when it did not capture. It was also reported that the ipg exhibited a sensing problem. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.